Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device revealed an arc mark and damage to the hv output circuit. This damage is consistent with an arc from the hv lead to the ICD can during delivery of high voltage therapy. The cause is suspected to be a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow up, the shock impedance was not measurable. Review of the tachy episodes showed a message for hv lead impedance out of range and a possible defect in the output circuit.